Event description:
Customer reported that they were exposed to a high magnetic field and the customer did not take his insulin pump off. Customer stated that they are now receiving a motor error alarm. Customer does use the sensor feature and they were able to complete the rewind sequence. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump failed displacement test and alarmed motor error noted during rewind due to motor encoder out of phase. The insulin pump was received with minor scratches on lcd window and cracked reservoir tube lip.